Manufacturer narrative:
D4 - UDI# (B)(4). Reported issue: on july 25, 2019, it was reported that the device had damaged comb and cutter. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports. The last repair was january 6, 2017 where it was reported that the comb was bent near the handle end and the comb was replaced. This is not a related issue. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet australia on august 6, 2019 revealed that pretesting could not be performed due to the comb being damaged on the handle end. The handle and inner gear was jammed and wasn¿t able to be removed from the device. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced an incomplete mesh and were deemed non-repairable. The 3:1 ratio cutter, serial number 1510754 produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet australia on august 6, 2019 which included replacement of the comb and ratchet handle. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what cause the components to become damaged. Therefore, the root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No addition event information available.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer skin graft mesher had damaged comb and cutter. The issue occurred during biomedical engineering test. Subsequently this did not cause patient harm and there was no delay. The surgery was completed using an alternate device. No adverse events were reported as a result of this malfunction.